Event description:
We have evaluated the product identified in the subject report filed by brenda s edwards, rn and have concluded that, although the device is similar to a device distributed by circon acmi, this device was not distributed by circon acmi. Our rationale for this conclusion is: 1. The device did not have the control code electroetched in devices distributed by circon acmi; 2. A search of sales records for the years 1990 through 1995 failed to reveal any sales to the rptr's facility, outpatient surgery ctr, 450 n new ballas rd, ste 103, st louis, mo 63141; and, 3. The instrument was returned as received on 2/2/96 to outpatient surgery ctr, along with an offer to evaluate the instrument if evidence that circon acmi had sold the instrument. A copy of that communication is attached. To date neither such evidence nor the instrument has been received.